Event description:
It was reported the patient's device exhibited t-wave oversensing. No further information was available.

Manufacturer narrative:
Additional information for b5: new information received states a programming change was made. The patient condition is good.

Manufacturer narrative:
(B)(4).